Event description:
Reportable information was discovered by millyard advanced medical products, llc, by way of a technical investigation completed on 27-aug-2025. According to a report from cvs, the patient reported that both of their remunity pumps were working but the batteries were depleting earlier than expected. The patient attempted to use new batteries but continued to experience the same issue. It was also stated that one of the patient's pumps would not connect to the cassette. No patient harm was reported and it is unknown if troubleshooting was performed. New devices were shipped to the patient. Upon return to millyard advanced medical products, llc, logs retrieved from remunity remote utrm0016934, paired with remunity pump utpm0021153, confirmed a pump battery low attention alarm and a battery depleted alarm, due to increased rates of battery depletion. A test delivery was performed during the investigation, which also resulted in a battery depleted alarm. The pump was disassembled for further investigation, and evidence of fluid ingress was observed that would have caused the alarms observed in the logs and the increased rate of battery depletion reported by the patient. The cause of the fluid ingress could not be conclusively determined through this investigation. Upon return to millyard advanced medical products, llc, logs retrieved from remunity remote utrm0015712, paired with remunity pump utpm0019665, confirmed pump battery low attention alarms and a battery depleted alarm, due to increased rates of battery depletion. Additional battery depleted alarms were generated by the system when the battery was not fully depleted. A test delivery was performed during the investigation, which also resulted in a battery depleted alarm. The pump was disassembled for further investigation, and evidence of fluid ingress was observed that would have caused the alarms observed in the logs and the increased rate of battery depletion reported by the patient. The cause of the fluid ingress could not be conclusively determined through this investigation. During the investigation, test cassettes were attached to the returned pumps without difficulty, and test deliveries did not reveal any findings related to the report of the pump not connecting to the cassette. This issue could not be investigated further as no cassettes were returned for evaluation. Both systems functioned within specification, alarming accurately and successfully entering a failsafe state. Although no patient harm was reported by cvs, the results of the returned product investigation completed by millyard advanced medical products, llc, are being reported out of an abundance of caution.